Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389, implanted: (B)(6) 2017, explanted: (B)(4) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6) 2017. It was then noted that high electrode resistance was discovered so the lead was replaced on (B)(6) 2017 to complete the surgery; the event was considered resolved at the time of this report. The cause of the high resistance and what troubleshooting that was performed was stated to be unknown. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va1h8b8, implanted: (B)(6) 2017, product type lead; product ID 3389s-40, lot# va1h8b8, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's weight at the time of the event was unknown. It was also noted that it was unknown if the patient experienced any symptoms associated with the high electrode resistance. No further complications were reported/anticipated.